Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was in normal comfortable stimulation while charging. The rep reported that the stimulation went up to 10.5v. The rep reported that the patient indicated she felt her entire body shocking her. The rep reported that the patient grabbed her patient programmer (pp), communicated with the device, no error message seen, turned stimulation off. The patient saw 10.5v on the pp. The rep reported that once the stimulation was turned off, the shocking sensation was resolved. The patient was in normal charging for her device, not physician mode recharge. The rep reported that the patient¿s device was currently discharged and was charging now. The rep reported that the patient had 2 groups with 1 program on each group. When the rep interrogated the patient¿s device, group b1 was at 10.5v. B1: 10.5v, 510 pulse width, 4hz, 8-9-10+11+. Therapy impedance: 477 ohms a1: 6.1v, 450 pulse width, 60hz, 0+1-2-3+. Therapy impedance: 421 ohms. Stimulation was off. The re p reported that there was no power on reset (por) message seen. The rep reported that the issue happened while charging and they would educate the patient on how to turn stimulation off using the recharger. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that it was undetermined what caused the stimulator to go to 10.5v. The patient was advised to charge the stimulator all the way up to four and was shown how to turn it off if it happened again. It took the patient 30 minutes to charge to 25% full.